Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed and heavily calcified lesion in the mid superficial femoral artery. A 6f sheath and a ht command 18 guide wire were advanced to the lesion. Following pre-dilatation, a 6.5x40mm supera self-expanding stent system was advanced and an attempt to deploy the stent was performed. The thumb slide was advanced; however, the last 1cm failed to deploy despite further thumb slide advancements. The deployment lock was released; however, the stent did not fully deploy. The delivery system was pulled slowly out of the anatomy under fluoroscopy and the stent completely deployed from the system. The implanted stent seemed to be elongated by 30% at the 1cm section that deployed with the removal of the delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were related to circumstances of the procedure. The partial deployment appears to be due to ratchet to sheath interaction. The noted break to the ratchet and punctures noted sporadically in the distal outer sheath indicate that the ratchet had punctured into the sheath during advancement preventing further stent deployment and causing the thumbslide to stop moving. It is likely that the distal outer sheath was kinked in the anatomy causing the ratchet to sheath interaction. The reported stent elongation likely occurred as the delivery system was pulled back with the stent partially deployed in the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a